Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided three photos for evaluation. The photos displayed an introducer needle/syringe assembly. However, the reported issue could not be confirmed since a crack could not be observed on the needle hub based on the customer supplied photos. A full visual inspection could not be performed as no sample was returned for analysis. Therefore, a probable cause of the reported issue cannot be determined from the photos and without the sample returned to evaluate. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a cracked needle hub could not be confirmed through examination of the customer supplied photos and without the sample returned for evaluation. The images displayed an introducer needle/syringe assembly. However, a crack could not be observed on the needle hub based on the customer supplied photos. A device history record review was performed, and no relevant findings were identified. The probable cause could not be determined based upon the available information and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: dr was busy to place the cvc code sa-12802, after he inserted the introducer needle and want to withdraw blood, he notice that there is a leak on the hub of the needle, blood came through. Dr removed the introducer needle and used a single packed introducer needle an-04318. Procedure was then successful. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: dr was busy to place the cvc code sa-12802, after he inserted the introducer needle and want to withdraw blood, he notice that there is a leak on the hub of the needle, blood came through. Dr removed the introducer needle and used a single packed introducer needle an-04318. Procedure was then successful. No patient harm reported. The patient's condition is reported as fine.